Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking from an unspecified location after being connected to a catheter. The reporter indicated that they checked the connection between the set and the catheter, and the set was correctly attached to the catheter. The set was replaced to resolve the issue, and treatment was started without problems. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.